Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, to the insulin gauge was inaccurate and a cartridge alarm occurred during insulin delivery. Customer addressed bg level via manual dose injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.